Event description:
It was reported that the patient observed mild redness at the pod infusion site after approximately 36-48 hours of wear on the arm, and described feeling as though there was ¿something inside the skin,¿ with pain upon touching the area. The patient stated that she prepares the site by cleaning with alcohol and allowing it to air-dry prior to pod application. She reported removing pods by simply pulling them off. The patient reported receiving antibiotics prescription from a health care professional to treat the infection. No further information was provided regarding diagnosis and treatment despite multiple good-faith efforts for additional information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down/smartphone: phone_control_ios omnipod 5 software app version: 2.1.0 operating system: 26.2 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.